Manufacturer narrative:
(B)(4). Device evaluation: a defective battery was discovered and confirmed in the device event history by baxter as a depleted battery alarm. The assignable cause was not determined. The baxter owned device will not be repaired at this time. A follow-up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a defective battery. It is unknown which process step this event occurred during, though it is known to have occurred in the labor and delivery department. There was no report of patient injury or medical intervention necessary. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has been previously sent into service for the reported condition of "defective battery". (B)(4).